Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02823. It was reported the patient experienced loss of stimulation following a fall. X-rays indicated the lead had migrated. Surgical intervention was undertaken to address the issue on (B)(6) 2019 during which the existing leads were explanted and replaced. Post-operatively the issue was resolved.